Event description:
A customer reported that during surgery, the torsional aspect was not working. The system was rebooted, but the problem persisted. The system was exchanged and the case was completed with no harm to the patient.

Manufacturer narrative:
A review of the service request indicates the facility biomedical technician stated the system would be tested and a handpiece primed before determining if on-site service was required. The company representative called the facility biomedical technician to follow up on the event. The facility biomedical technician tightened a loose screw on the footswitch and stated there was no problem with the system. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).